Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a faulty dso sensor. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device failed dso calibration. No patient involvement.